Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels (298 mg/dl). The customer exercised, changed supplies, and delivered a bolus to address bg level. The cause of the high bg levels were unknown. Tandem technical support recommended to the customer to consult their healthcare provider regarding the high bg level.